Event description:
Reporter alleged the lancet needle will not retract in the softclix plus lancet system. Customer disconnected before more information could be gathered. Unable to contact customer for more information. The location where the problem was first discovered was not provided. A request was made for the return of the suspect device and replacement product was sent.